Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of physical/chemical stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection. Inspection of entire endoscope 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope connector vent metal was damaged and the sterilization cap fixing pin was missing. There were no reports of patient harm user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: tip objective lens adhesive part is peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: venting connector of light guide connector is damaged, adhesive around objective lens is peeled, bending section cover has a scratch, adhesive on bending section cover has a chip, due to wear of angle wire the bending angle in up direction does not meet the standard value, protector of universal cord on control section side has a scratch, label on the light guide connector is peeled, light guide cover glass has a scratch, and the video connector is deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.